Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen, on the shaft and balloon and there was contrast in the balloon, consistent with preparation and the sds advanced over a guide wire. The stent implant was dislodged from the balloon and not returned, confirming the reported dislodgement. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The distal end of the soft tip was torn. There were multiple bends in the hypotube distal to the strain relief tubing for a length of 63.4 cm. Since this damage was not reported in the incident information, the damaged soft tip and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is possible there was an obstruction in the guiding catheter, resulting in the stent dislodging from the balloon; however this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported stent dislodgment could not be determined. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
Reportedly the procedure was to treat a lesion located in the proximal right coronary artery with mild tortuosity and heavy calcification. During insertion of the xience v into a non-abbott guiding catheter, the stent became dislodged but was easily withdrawn from the patient inside the guiding catheter. A clinically significant delay in the procedure was not reported. No adverse patient effects were reported. No additional event or patient information was provided.